Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and the suture was used. It was reported that during surgery, pulling off suture needle occurred. It was reported that the needle was found and retrieved timely. A like device was used to complete the surgery. There were no adverse patient consequences reported.